Event description:
Additional information was received that the patient experienced inappropriate high voltage therapy in response to their intrinsic rhythm which triggering the discriminator and therapy. Additionally, it was noted the patient was experiencing an unrelated infection. The patient was stable and will continue to be monitored.

Event description:
It was reported that, the patient received inappropriate shocks delivered by the device resulting in decreased battery life. The patient was subsequently hospitalized and reported experiencing joint pain, muscle pain, and paralysis to the left side of the patient body. Additional information has been requested. The patient is recovering.